Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms during bolus. She stated she had changed the set 4 times. The blood glucose at the time of the incident was 175 mg/dl; treated with manual injection. During troubleshooting, she received a no delivery alarm during fixed prime when disconnected at the quick release. She then disconnected and reconnected the infusion set and reservoir and stated she could not push insulin through the tubing. It was explained that the alarm was caused by a set/reservoir connection issue and advised to change the infusion set and reservoir. The reservoir will be returned for analysis.